Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause of low bg was unknown. Customer consumed glucose tablets to address bg. Tandem technical support requested the customer upload to t:connect; however following multiple follow up attempts the customer did not upload. Recommendation was made to consult with a healthcare provider regarding diabetes management.